Event description:
Healthcare professional reported right side "mastitis, periprosthetic effusion." Additional report of " swelling of the breasts and the pain" and ¿peritotesic spill could correspond to a seroma or to prosthetic liquid itself¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-10358. All information has been consolidated into this report. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade IV. Device has been explanted and replaced.